Manufacturer narrative:
H3: product analysis of product: 9561524, lot:my23e001 visual inspection confirmed the small knuckle handle has been sheared off. The damage to the handle appears to be from excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event problem description is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative indicating that, unfortunately, the representative was not present during the instrument breakage. The initial feedback was obtained from the scrub nurse, who, along with the surgeon, initially suggested that the damage might have been due to misuse by the surgeon. However, after further discussion with the surgeon and other staff, it was determined that there was no misuse of the instrument by the hospital team. Additionally, it was noted that the broken piece of the arm would have been difficult to break, even if significant force had been applied by the surgeon.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a flex arm used for microdiscect omy therapy. It was reported that the instrument was broken. No fragment remained in the patient. There was no patient involved. Additional information was received from the manufacturer representative that the actual issue was a break in one segment of the instrument. And it was seems to be misusage of instrument from hospital side and not an manufacturing issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.